Event description:
B braun product v6200 microbore extension set with female luer lock and distal male luer lock connectors and pvc free fluid path was supplied to our institution by fresenius as part of an investigational protocol. The product is incorrectly labeled with a priming volume of 3 ml. Pharmacists were not able to prime the tubing with such a large volume. B braun was contacted and confirmed that the label should read 0.3 ml. A faxed copy of product packaging was faxed to rn, bsn at b braun for review. B braun faxed us a copy of the product catalog that lists the volume for this product to be 0.3 ml. Fresenius was notified of the misprint as well.